Event description:
It was reported that the lead had high impedance and threshold readings, no capture, and an apparent lead fracture. An x-ray showed a 90 degree bend close to the clavicula. An irregularity was also visible at the proximal end of the svc coil. The coil windings were clearly "pulled apart." The lead was explanted. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead in segments was returned for analysis. The lead appears to have been implanted with a kink at the proximal conductor fracture site.